Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that while preparing the purge system, the purge cassette and purge disc were inserted. After the purge disc was installed, the console displayed a ¿purge disc not detected¿ alarm. When manual pressure was applied to the purge disc, the system functioned temporarily, but the same alarm reappeared once the pressure was released. The console was then replaced with a different unit, and the issue was resolved. No patient harm was reported.